Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a display anomaly. The insulin pump was bumped and the screen had some vertical lines. The customer can still navigate the menus but it was hard to see. The customer's blood glucose level was 146 mg/dl. After troubleshooting was performed the customer was advised that the device would be replaced. The device was returned for analysis.

Manufacturer narrative:
The device passed displacement test. The device was received with vertical rainbow lines at the display due to bending of lcd glass. The device was received with minor scratched display window and case.